Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that prior to procedure the guidewire(subject device) was peeled. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that prior to procedure the guidewire(subject device) was peeled. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that prior to the procedure the subject guidewire was peeled. No additional information was provided for this complaint. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to as reported 'guidewire ptfe coating peeling'.